Manufacturer narrative:
The customer was contacted with additional information regarding possible causes of thermal injuries. The handpiece has not been received for evaluation and root cause analysis to date.

Event description:
A nurse reported a corneal burn occurred during the procedure. The phaco tip was changed out, and saved, but has not been released for evaluation to date. The phaco handpiece was being returned for evaluation. The patient outcome is unknown. Additional information has been requested.